Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08745 inches. Insulin pump trace download analysis confirmed insulin pump error alarm followed by insulin pump error alarm problem isolated to the electronic assembly. Device had minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer's blood glucose level was unknown. The customer stated that they were able to clear the alarm. The customer also stated that they was able to rewind the insulin pump. The troubleshooting was performed and self test was passed. The insulin pump will be returned for analysis.